Event description:
It was reported that the pt presented in the operating room for a device change out. The pacemaker went into backup vvi when cautery was used. The device stopped pacing during cautery. The device was explanted and was sent back for analysis.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.